Event description:
It was reported that a home patient experienced a high drain alarm on a homechoice device during drain three of seven of automated peritoneal dialysis therapy. This alarm identifies that the patient drained greater than 200% of the maximum prescribed cycle fill volume, indicating an increased intra-peritoneal volume (iipv) event. A care giver reported a last fill volume of 600ml with an initial drain alarm setting of 50ml. A technical service representative initiated a swap of the device and discussed the use of continuous ambulatory peritoneal dialysis until a new device arrived. There was no patient injury or medical intervention indicated at the time of the report. No additional information is available.

Manufacturer narrative:
(B)(4). The device evaluation has been completed. An event history log review verified the presence of a high drain alarm during the reported therapy. An internal and external visual inspection was performed with no abnormalities identified. The device was determined to meet functional and electrical performance specification requirements per returned instrument testing evaluation (rite) testing. The pneumatic system was found to be working within specification and a short simulated therapy was performed successfully. Although found in the event logs, the reported high drain alarm was unable to be duplicated during sample analysis, and no nonconforming product was found that would have contributed to the alarm. The cause of the iipv event was determined to be a use error further specified as the total tidal ultra filtration (uf) removal was set too low. The homechoice apd systems trainer¿s guide gives instructions on how to set the tidal therapy settings. A formal review of the label for the product family will be conducted. Should additional relevant information become available, a follow-up report will be submitted.